Event description:
It was reported that the patient has effective therapy post operatively.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the ipg was explanted and replaced on may 19, 2021.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient has not charged the ipg for several months and lost therapy. The ipg would not communicate with external devices and is considered inoperable. As a result, surgical intervention may occur to address the issue.